Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Unable to replicate customer reported fault. Ran unit for over 1 hour with various test inserts. Unit was set for 35 cc/min water flow, at maximum power and the temperature of the water was measured using a calibrated thermocouple and meter. The same tests were then carried out with an identical machine on another test bench for comparison. The results show customer machine first then comparison machine in brackets and measured in degrees centigrade. The results were as follows. No insert 24.5 (23.6), with diamond coat 03 insert 30.5 (28.2), with fsi-pwr-1000 32.5 (29.8), with tfi-1000 33.5 (31.7), with cti - 10s 34.4

Event description:
While using a g131 scaler, the insert handle and water were getting hot. The event outcome is unknown as of this MDR evaluation.